Manufacturer narrative:
The lead was surgically abandoned and is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that surgical intervention was undertaken. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pace impedances and high shock impedances. The pace impedances have risen over the last year, but values are within normal limits. Shock impedances are out of range at greater than 125 ohms. In addition, thresholds have also increased. It's suspected that there is calcification around the coil. At this time, the lead is being monitored and remains in service. No adverse patient effects were reported.